Event description:
Ashitaka factory received the actual sample. But it was unknown whether it was contaminated with infectious agent. Then, additional information was received on october 10, 2023. It was confirmed that the sample was contaminated by blood, however it was not infectious agents.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. 1. Investigation of the actual sample: 1.1 visual and magnifying inspections of the actual sample: no anomaly such as a fracture was found over the entire length. The coil had been elongated at approximately 30mm from the distal end. Ptfe coating had been peeled off at approximately 1020mm - 1080mm from the distal end. Ptfe coating had been peeled off in three sections, and each peeled section progressed in the longitudinal direction. A part of the boundary between the peeled sections was rough. No anomaly was found in other sections. 1.2 confirmation of dimensions for the outer diameter of both the platinum coil section and the stainless steel coil section they met the factory's specifications. No anomaly was found. 2. Record review: 2.1 the manufacturing record and the shipping inspection record of the product with the involved product code/lot number no anomaly was found. 2.2 past complaint file of the product with the involved product code/lot number no other similar report was found. 3. Simulation test: [peeling of ptfe coating] test method: the metal torque device was tightened to run through ns, the metal torque device was pulled out, and abrasion force was applied. Test result: the ptfe coating was peeled off. The boundary between the peeled sections was rough. [Elongation of coil] test method: pulling force was applied to the hand side while the distal end of run through ns was trapped. Test result: the platinum coil section was elongated. 4. Cause of occurrence/conclusion: based on the investigation result, following factors were inferred. However, since the details of procedure were unknown, it was not possible to clarify exactly when this event occurred. Peeling of ptfe coating: it was inferred that when some hard object (e.g. Metal torque device) came into contact with the involved section, abrasion force was applied, and ptfe coating was peeled off. Elongation of coil: since pulling force was applied to the involved section, the coil was elongated. Relevant IFU reference: "do not use the run through ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the run through ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age &date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. 1. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number. - no anomaly was found. 2. The past complaint file of the product with the involved product code/lot number - no other similar report from other facilities was found. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that before the pic, the doctor found the coating of the wire peeled off. The procedure outcome was not reported. The patient was not harmed.